Event description:
Subsequent to the previously filed medwatch reports, additional information was received indicating that the index lesion was a radial artery graft to the obtuse marginal artery. The second promus (3.5 x 23) was implanted due to the long length of the lesion. The physician had planned on implanting two stents.

Event description:
Subsequent to the previously filed medwatch reports, additional information was received indicating that the zero to slow reflow began prior to the implantation of the two promus stents. After the non-abbott guide catheter was inserted, a 1.5x15 non-abbott balloon was used as an anchor balloon and a non-abbott guidewire was unable to be advanced into the lesion as it was a tight lesion. The guidewire was changed to another non-abbott guidewire and the lesion was predilated with two non-abbott balloons. The flow recovered after two predilatations. A third predilatation was performed and the two promus stents were implanted. The target lesion was a 100% stenosed graft in the obtuse marginal artery. There was no further treatment needed as the flow of the graft was good. The physician did not think that the patient had experienced a myocardial infarction; rather, the enzyme elevation was thought to be associated with temporary poor blood flow around the distal coronary.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported ischemia and occlusion are listed in the promus instructions for use (IFU) as known adverse events associated with coronary stenting. It was reported that the promus stent was implanted in a restenosed stent. The promus (IFU) states: the promus everolimus-eluting coronary stent system (promus stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. It is unknown how, if at all, implanting in the restenosed stent contributed to the reported patient effects. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains inside the patient. A follow-up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the u.s.

Manufacturer narrative:
(B)(4). Dilatation catheters: maverick otw 1.5 x 15 , rujin plus 2.5 x 15. Two mavericks 3.0 x 20. Guidewire: intermediate, miracle 4.5. Guiding catheter: mach1 6f al1. Based on this new information, this would not have been a reportable event; however, because an initial report has already been filed, this event must remain reportable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during implantation of two overlapping promus stents in a restenosed vessel, the patient had zero to slow reflow with silent ischemia; however, there was no reported intervention. The next day, the patient was found to have silent ischemia with elevated cardiac enzymes that may have been related to the procedural reflow event. The patient was discharged the day after the procedure. The latter event resolved without treatment in six days. There was no adverse patient sequela. There was no additional information provided.